Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. He tried changing the site three times. The customer was hospitalized on (B)(6) 2016 due to a high blood glucose level of over 800 mg/dl. He experienced a diabetic ketoacidosis. The customer was off the insulin pump for two hours prior to hospitalization. He switched to injections. The device was not returned.

Manufacturer narrative:
A correction has been made to correct the date of event to (B)(6) 2016 on this report.